Event description:
The customer received false positive benzodiazepine results from two analytical p module analyzers for one urine sample. The initial result from analytical p module serial number (B)(4) was 437 ng/ml and was reported outside the laboratory. On (B)(6) 2013 the confirmatory test performed by (B)(6) was received and the result was negative. The sample was repeated on analytical p module serial number (B)(4) and the results were 433 ng/ml from an aliquot and 413 ng/ml from the original container. The repeat result by gc-ms was believed to be the correct result. The patient was not adversely affected. The benzodiazepine reagent lot number was 68217001 with an expiration date of 01/31/2015. The field service representative could not determine a cause. He checked the vacuum and gear pump pressures, changed the gear pump head, checked the rinse mechanism with no problems and verified the rinse volumes were within specifications. He noted the reagent probes were last changed one year ago so he changed the r1 & r2 probes, lubricated the sample and reagent mechanisms and checked the probe alignments and rinsing of the probes. To verify the analyzer operation, he ran precision testing with results within guidelines.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause as the sample was not available for further testing.